Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is complete. As received, the monitor was fully functional and able to detect and treat. Device evaluation of electrode belt sn (B)(4) is complete. As received, the belt was fully functional and able to detect and treat. The patient received eight treatment shocks during various episodes of vt and vf. The device properly detected and treated ventricular arrhythmias. The presence of CPR artifact in the patient's ECG strips indicates the presence of bystanders. Monitor sn (B)(4): 01/2011 (reuse); belt sn (B)(4): 04/2010 (reuse).

Event description:
A us distributor notified zoll on (B)(4) 2014 that (B)(6) year old male patient passed away on (B)(6) 2014. Prior to passing, the patient experienced ventricular fibrillation (vf) at 23:26:31 on (B)(6) 2014. The lifevest delivered the first treatment pulse at 23:27:48 in response to the vf. The patient's post shock rhythm was a normal sinus rhythm. The lifevest delivered three more treatment pulses between at 23:30:06, 23:31:07, and 23:33:31 in response to vf with post shock rhythms of sinus tachycardia, normal sinus rhythm, and normal sinus rhythm respectively. At 23:35:45, the lifevest delivered a treatment pulse in response to ventricular tachycardia (vt); the post shock rhythm was unable to be converted and progressed to vf. The lifevest continued to deliver three more treatment pulses at 23:35:45, 23:36:24, and 23:36:56 in response to vf. The post shock rhythms were vf, vf, and normal sinus rhythm with recurrence of vt respectively. The patient's heart rhythm continued to enter non-treatable rhythms and arrhythmias until 00:05:44 on (B)(6) 2014 when the electrode belt was disconnected. CPR artifact in the patient's ECG strips suggests the presence of bystanders.